Manufacturer narrative:
A ge svc rep performed an on site investigation. The video controller board was replaced during the svc call. The sys was tested and found to be working as intended and put back into svc.

Event description:
It was reported that the 9800 sys intermittently has no images on the left monitor and the kv and ma go to maximum. No pt injury was reported.